Event description:
Additional information received stated that the pascal ace device was found via CT scan in the abdominal artery and was snared and trapped in a sheath. Then vascular surgeons made an incision on the femoral of the patient to remove the device safely. The patient is in perfect condition and was discharged uneventfully a few days ago.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, g3, g6, h2, h6 and h11. The complaint for implant detaches from both leaflets into vasculature (intra procedure) was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the investigation. There was no allegation or indication a device malfunction contributed to this adverse event. As imaging was not provided for review, an imaging evaluation could not be performed. Available information suggestions patient conditions (extremely challenging anatomy: poor tissue quality, multiple indentations, mac) and procedural context (imaging not optimal in medial part of the valve, pml was extremely short, with a maximum insertion of 3-4 mm, resulting in optimal mr reduction, but no optimization) may have contributed to the reported event. However, a definite root cause for loss of capture on the aml is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from spain, edwards received notification of a pascal precision procedure in mitral position. The patient presented poor tissue quality, multiple leaflet indentations, two significant mitral regurgitation (mr) jets and mitral annular calcification (mac). Additionally, imaging was suboptimal. The first ace device placed eliminated the central mr, but a jet remained. A second ace device was inserted and was implanted parallel to the first device. The posterior mitral leaflet (pml) was extremely short, with a maximum insertion of 3-4 mm, but the placement resulted in optimal mr reduction. However, after release, a single leaflet device attachment (slda) occurred. The initial mr grade was severe, and it was moderate after the slda happened. Twenty minutes later, the device detached completely and embolized, trapped in the sub valvular apparatus, between the medial commissure and the first implanted device. The patient was then transferred to the intensive care unit (ICU). As per medical opinion, the root cause of the slda event was grasping in an area of extremely short pml. On post-operative day 5, it was learned that the device migrated into the leg vasculature and it was planned to be percutaneously removed the day after.